Event description:
Explanted generator and lead were received into product analysis and were sent in from a different manufacturer who received them inadvertently. No information was provided on reason device was explanted. Product analysis (pa) on the returned generator was performed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The pa worksheet and data dump were reviewed. During review of the data dump from the device, it was found that there was a change from normal to high impedance. No explant date is known, and so it is not known if that high impedance is associated with that procedure. There were no performance or any other type of adverse condition found with the pulse generator. Product analysis on the returned portion of the lead was completed. A major portion of the lead assembly, including the electrode array section, was not returned for analysis, and therefore evaluation of the fracture of lead cannot be made on the portion of lead not returned. The condition of the returned lead portion is consistent with conditions that typically exist for typical wear and following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Scratches on the connector ring were observed likely due to canted spring during lead insertion on the lead pin. Continuity checks of the returned lead portion confirmed no discontinuities. Abrasion was observed on the connector boot. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion. During follow-up with the last known neurologist of the patient, it was indicated that patient's family was considering withdrawing tracheal breathing support for the patient, so the patient may have passed away prior to when high impedance occurred on the device since life support was removed however there was no information to support the patient's death occurring. The surgeon was contacted and office indicated that they have no information indicating the patient passed away. No additional relevant information has been received to date.